Manufacturer narrative:
Unit was returned for evaluation. The unit did not show any external signs of damage on the packaging or exterior. The only damage noticed was a pinched battery communication wire inside the unit. All accessories included did not show any damage. The unit did not produce any smoke or abnormal smells. However, the unit produced an oxygen concentration lower than the 87-95.5% specification at all settings. The pressure profile of the unit followed the normal curve. There were no leaks found on the unit. The suspected cause of the low oxygen concentration is deficient sieve beds.

Manufacturer narrative:
The device has been returned for evaluation. If any new information is discovered, a follow up MDR will be submitted.

Event description:
The company was informed on (B)(6) 2018 of an adverse event that occurred on (B)(6) 2018. Insufficient oxygen concentration of the unit almost caused the death of a patient. This unit was involved in another incident, reported in 3004972304-2018-00057.